Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the customer indicated that the vio integrated electrosurgical generator unit (iesu) had a m-02 error, and the neutral pad was not recognized. The customer performed a power cycle of the iesu; however, the same issue persisted. The customer elected to use a backup iesu to complete the procedure. Intuitive surgical, inc. (Isi) followed up with the isi field service/support engineer and obtained the following additional information: the system functionality was checked upon powering on, and the system initialized without error. The issue occurred after the procedure had been in progress for about two and a half hours. No known impact or patient consequence was reported.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was able to reproduce the issue. During field evaluation, the fse conducted an inspection and confirmed the neutral pad was not recognized on the vio integrated electro surgical generator unit (iesu) erbe generator. The fse changed to new one and other manufacturer's pad, but the issue persisted. Power cycled the erbe generator, and error m-02-7 displayed then it changed to m-02. The fse replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. Isi did receive the iesu erbe generator involved with this complaint to perform failure analysis. The errors were confirmed in the logs, but they could not be reproduced during testing. The unit energized, cauterized and all ports recognized instruments. A review of the submitted images confirmed errors m-02-7 and m-02 to have occurred during an energy activation.

Manufacturer narrative:
The integrated electro surgical unit (iesu)¿vio dv was further analyzed by the original equipment manufacturer (OEM). Initially error m-02-7 was not reproduced; however, errors m-02 and c-00 constantly appeared from the error view listing that is associated with the reported error m-02-7. As a proactive measure, the part was replaced. A system calibration was executed ensuring all parameters are within specifications.

Event description:
Refer to h10/h11 for follow-up information.